Event description:
Procedure type: anterior resection. According to the reporter: according to the sales rep: the pt had a thickened colon. The surgeon separated the area of the rectum, using a ta90 green to make the excision of the rectum. He cut the proximal part of the rectum with scalpel and opened the ta to release it from the rectum. The staple line tore open immediately in a progressive manner. The rectum content spilled out. The surgeon used an endo gia (purple) to close the incision and continued the surgery. The pt was in the intensive care unit because she reached the operation in a bad state. Added by the sales rep: unanticipated tissue loss: no. Unanticipated extension of the incision by more than one inch: no. Unanticipated blood loss of 500 cc or more: no. Was surgical time delayed by more than 30 minutes due to the product problem: no. Device fragment or component falling into the pt's cavity: no. Device fragment left in the pt: no. Additional information requested via email. What was the pt pre-operative diagnosis: pt (B)(6) (obesity), came from "(B)(6)" with swollen abdomen based on colon inflammation (colitis) and very swollen. The pt was connected to artificial respiration for the last 10 years, and suffered from muscular atrophy, attached to bed. What was the pt's drug regimen: the pt received antibiotic, but it didn't work out. Can you provide a copy of the operative report: no. Was product resterilized prior to use: no. What is the full name and title of the person who reported the incident to you: (B)(6), vice of the responsible nurse of the operating room (floor 4). What was the pt age, gender and weight: female, (B)(6). Can you report other relevant history, including pre-existing medical conditions: the pt was connected to artificial respiration last 10 years, sick lungs, and suffered muscular atrophy, attached to the bed. Can you report pt relevant tests/laboratory date: no. Is there any evaluation of the event by the attending physician, surgeon, hospital rep, or healthcare professional: no. Was any reinforcement material used in conjunction with the stapling device: no. Was this an emergency surgery: yes. What bowel prep was given to the pt, if any: no bowel prep. Pre-operative reason for surgery colon disease (first time). Did the pt receive pre-operative radiation therapy to the abdomen/pelvis: no. Past medical history: did the pt have diverticulitis/diverticulosis, crohn's disease, inflammatory bowel disease, colon cancer, metastatic cancer to the colon, etc: no. Pre-operative labs: wbc, hgb, hct, platelets:wbc 14,000, platelets 181,000, hgb 12, hct 41. Cause of death listed on death certificate. Rds: respiratory distress.

Manufacturer narrative:
(B)(4).